Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to urgent care on (B)(6) 2026 with an infection at the pod¿s insertion site (abdomen) while wearing the device greater than 48 hours. Patient reported irritation, itchiness, redness, pain, swelling and because of scratching her skin she leaked pus. Significant blood upon removal. The patient was diagnosed with cellulitis. The patient was treated with oral antibiotics. Patient was discharged approximately 2.5 hours later the same day.